Event description:
Removal of dental implant. The clinician reported the implant was deviated to the mesial off residual interseptal bone (lower molar).

Manufacturer narrative:
The implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The part returned was within specification.